Manufacturer narrative:
E1 : establishment name: (B)(6). Street: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026. The leakage was at site which leads to hospitalization due to high blood glucose levels 18 mmol/l with positive ketones more than 3 mmol/l and was treated by intravenous insulin drip. The patient also experienced stomachache. The patient was in the hospital for less than 24 hours.